Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications: on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? What date did the patient present with symptoms? What intervention was performed for this suture event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Product lot #: if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and suture was used. Fifteen days following the procedure, the patient experienced suture breakage and returned to the hospital for reoperation for a new suture. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure- (B)(6), male, (B)(6); name of index surgical procedure -pacemaker; the diagnosis and indication for the index surgical procedure: bradyarrhythmia; what were current symptoms following the index surgical procedure, onset date: broken suture; on what tissue was the suture used: epidermis; how was the suture placed, interrupted or continuous: continuous; what date did the patient present with symptoms?:15 days after the initial procedure; what intervention was performed for this suture event: suture of the dermis and the epidermis; did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation: no.